Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. Device memory could not be read.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received